Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, a possible cause was problems in the blade mount area. Service will complete any necessary maintenance or repairs and then return the device to the customer. A f/u report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece began leaking an unk fluid prior to the start of a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.